Event description:
It was reported by service report that the coil cord is torn with exposed bare wires. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable.